Manufacturer narrative:
Exact date unknown, event occurred several months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7136546 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7133698 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) got caught at the edge of a wooden chair and the implantable pulse generator (ipg) and leads migrated. It was noted that the ipg would no longer charge. The patient underwent a revision procedure wherein the ipg was replaced and new leads were added. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the spinal cord stimulator (scs) got caught at the edge of a wooden chair and the implantable pulse generator (ipg) and leads migrated. It was noted that the ipg would no longer charge. The patient underwent a revision procedure wherein the ipg was replaced and new leads were added. No further information could be obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.